Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2012, inratio2 1.1, 0.9, lab 4.97. Time between testing: unk. Pt's therapeutic range: unk.

Manufacturer narrative:
Investigation pending.